Event description:
Customer reported the system is displaying motion error messages and the user interface is not working. These problems happened inside a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and is awaiting back ordered parts. No further info is available.